Manufacturer narrative:
The field service representative performed service activities and then conducted performance testing which was acceptable. Calibration was performed the day after the sample results were obtained. The results were slightly lower than expected results, but this does not indicate an issue. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A general reagent issue could be excluded. Possible root causes for this event may be sample quality (possible clots/fibrin present) and insufficient maintenance. Also, the centrifugation time was too short and the speed was not provided, which can lead to poor sample quality.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable results for one patient sample using the elecsys pth stat immunoassay (pth stat) assay with the cobas e 411 immunoassay analyzer (e411). All results are in units of pg/ml and all were reported to medical personnel. On (B)(6) 2017 at 11:42 am, the initial result was 33.02. The laboratory staff expected a higher result, so they repeated the sample. At 12:00 pm, the same aliquot was repeated with a result of 160.1 with a data flag. This result was considered correct. At 12:01 pm, a new aliquot from the sample was analyzed with a result of 181.9 with a data flag. There was no allegation of an adverse event with the patient. The pth stat lot number is 185005 with an expiration date of 01/31/2018. Qc was acceptable. The customer used 13mm sample tubes without the recommended rack adapters. Investigation activities are ongoing.